Event description:
Approximately 2 years following implant of the excluder bifurcated endoprosthesis, the patient presented with aneurysm enlargement associated with a persistent endoleak. The excluder devices were explanted and a surgical graft was implanted. The patient was fine t the end of the procedure.